Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported the infusion set tubing came apart (detachment) while sleeping near the site connector. The site location was abdomen. The infusion was in use for one day. The infusion was in use for one day and the pump was not dropped with the set connected to the patient's body. No further information available.